Event description:
It was reported the patient's gait was distorted. The patient's mother confirmed the stimulation was off for "9 days". The stimulation was turned back on. It was also reported there were 6 refrigerators and 7 microwaves in the classroom where the patient was a student. The device serial number was not reported. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a hard time after "gpi dbs" according to the patient's doctor, which was when he believed the patient's gait was less steady for a while. It recovered completely, but the patient did not have benefit from the stimulation and the leads were removed. About a month ago, new leads were placed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3389s-40, lot#: v713591, implanted: (B)(6) 2011; product type: lead, product ID: 3389s-40, lot#: v713591, implanted: (B)(6) 2011; product type: lead. (B)(4).